Manufacturer narrative:
Investigation: checking the manufacturing and sterilization charts of the components involved in the event, no pre-existing anomaly was discovered in the items belonging to the same product codes and lot numbers as the devices hereby reported. No additional information was received from the complaint source; therefore, no further investigation can be carried out in this event. However, taking into account that: checking the manufacturing and sterilization charts of the components involved in this event, no pre-existing anomaly has been found, that could have contributed to the event. We have no evidence to consider the event as product-related. Pms data: based on the relevant pms data, the revision rate of the smr reverse liners belonging to the families 1360.50.xxx, 1361.50.xxx, 1365.50.xxx due to infection is around (B)(4). Based on the root cause analysis performed and according to the relevant pms data, no corrective action is required for this specific case. The manufacturer will continue monitoring the market to promptly detect any further similar issue. Note: this is a combined initial-final MDR.

Event description:
Revision surgery performed on (B)(6) 2025, due to infection. There was an infection from the skin incision, the surgeon wanted to do a poly swap. The following liner was the only component removed and replaced by a similar device: smr reverse liner standard (part code: 1360.50.810, lot number: 22at1gh, sterilization 2200243). The other components were left in situ: smr metal-back glenoid small r (part code: 1375.21.005, lot number: 2433154, sterilization 2500010) . Smr small-r connector +2 (part code: 1374.15.312, lot number: 2500708, sterilization 2500041). Smr glenosphere dia. 36mm (part code: 1374.09.111, lot number: 2436656, sterilization 2500015). Finned reverse hum. Body 140° (part code: 1352.15.051, lot number: 2416428, sterilization 2400165). Smr cementless finned stem (part code: 1304.15.140, lot number: 2312939, sterilization 2300232). Previous surgery took place on (B)(6) 2025. The patient is a female, date of birth on (B)(6) 1969. The event happened in the united states.